Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 50 mmol/l (900 mg/dl) while wearing the pod less than 1 hour. When removed from the insertion site (arm), the patient was unsure the cannula properly inserted in the site. Symptoms reported include dehydration, vomiting and diarrhea. The patient was treated with insulin and other intravenous fluids (unknown). The pod was removed at the hospital.